Event description:
Additional information states that patient outcome at explant survived.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. Additional information was provided in d6b explant date). Upon review, it was identified that explant date has now been updated. H10: added related device report number.

Manufacturer narrative:
D4. Catalog and serial corrected.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the low pump flow could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms. The p level was lowered to resolve the alarms.